Event description:
It was reported that the external pulse generator (epg) displays a persistent error when turning on the device. Multiple restarts have been performed. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis revealed that after replacing the electrically erasable programmable read-only memory (eeprom), the device powered up normally. A bench test was performed to verify pacing and sensing, the device was functioning normally. Conclusion: the eeprom was corrupt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the error code was confirmed. As a result the main printed circuit board was replaced and calibrated. (B)(4)